Event description:
It was reported that during the setup for an internal fixation surgery, it was noticed that the screen of one (1) *disc*sistema sureshot did not reflect. The procedure was performed, after a significant delay, changing the surgical technique (surgery performed manually). No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. As the part and batch number information provided did not match in the system, a device history record review could not be completed and complaint history review was performed for the part number only. No events were found for the part number in the past 12 months for the listed device. A review of the risk management file confirmed this failure mode was previously identified, and the anticipated risk level remains acceptable. A historical review found no prior actions related to this product and event. At this time, there is no evidence indicating the product failed to meet specifications at the time of manufacture. Potential contributing factors include incorrect software programming, outdated software, or connection/mechanical issues. Based on this investigation, corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted at this time; however, future complaints will continue to be monitored and investigated as necessary. This investigation is considered closed.